Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the left ventricular (lv) lead, during the sheath removal process, the lead dislodged. Several attempts were made to place the lv lead in target vessel, but it could not be effectively fixed. The lv lead was removed and replaced with a new lv lead. Again, the new lv lead dislodged during the sheath removal process could not be effectively fixed. The lead was removed and the physician then progressed to a different ventricular location and a new lv lead was placed in the left bundle branch to complete the operation. No patient complications have been reported as a result of this event.